Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. It was described as red, splotchy and itchy, but no allegations of any open skin. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a hydrocortisone by a physician. Follow up indicated that the rash has started to heal.